Event description:
Caller reported pump malfunction after it fell on the floor. There was no reported impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections to ensure insulin delivery continued and would receive a replacement pump with updated software from technical support, who also provided instructions on returning the faulty pump.